Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 4.0 x 15 mm vision stent delivery system (sds) was advanced; however, the sds met resistance with the lesion, and the device could not cross to the lesion. After continuous pushing through the vessel with force, the sds shaft kinked, and contrast was then seen leaking from a tear in the distal area of the balloon. During removal, resistance was noted. A non-abbott stent was placed to complete the procedure. There were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned vision stent delivery system (sds) found blood in the guide wire lumen, on the balloon and on the hub as well as contrast on the shaft. The stent implant was stationary on the tightly-folded balloon between the markers and its measured outer diameters met manufacturing criteria. The measured tip length met manufacturing criteria. The stylet could only be removed from the guide wire lumen without resistance after soaking in the water bath, which likely dissolved the dried blood in the lumen. These observations are consistent with the reported information and do not indicate a product quality deficiency. However, the reported shaft kink was not confirmed as there was no damage to the sds. Also, the reported leak and damage to the distal balloon/shaft was not confirmed as the returned balloon and sds was able to be inflated to rated burst pressure (rbp) of 16 atmosphere (atm) with no damage and no leak observed. The part/lot information on the returned unit matched the reported information. Follow-up was requested from the account regarding this discrepancy; however, the account was unable to provide a response. Based on the reported information, the tight, eccentric moderately tortuous and calcified lesion likely contributed to reported failure to advance and difficult to remove, especially as another stent device also experienced difficulty. As the reported shaft kink as well as balloon/ distal shaft leak and tear could not be confirmed with the returned product, a conclusive cause cannot be determined. The initial follow-up on the reported information stated that no attempt was made to deploy the stent, which is contradictory to the reported information of pushing dye (which might suggest an attempt to deploy). Also, initial follow-up noted that it was a reused balloon; however, the analysis of the returned stent delivery system did not indicate any prior use as the stent was crimped on the tightly-folded balloon and its outer diameters were within manufacturing criteria. It is possible that the reported information was referencing another device or the returned device was incorrect; however, further clarification about the returned product discrepancy could not be obtained from the account. It was reported that after meeting resistance, the physician used continuous pushing through the vessel with force. The multi-link vision international instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and delivery system components. However, in this case, the reported damage was not confirmed by the returned device and it cannot be determined if the reported improper procedure contributed to this complaint. During manufacturing, all stent delivery systems are 100% inspected for shaft, balloon and stent damage, proper crimped stent outer diameter and leak-tested. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). A review of the lot history record of the reported lot revealed no nonconforming material records, indicating all lot release testing results met specification. Additionally, a query of the complaint handling database revealed no other incidents reported for this lot. There is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Inflation: medtronic. Guide cath: cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.